Event description:
The user facility reported that after one hour and 30 minutes had passed since the start of the cardiopulmonary bypass, plasma leak from the gas-out port was noticed. Pao2 gradually dropped from 200s to 100s, removal of co2 deteriorated, and eventually the oxygenator was changed out. In less than 30 minutes with the second oxygenator, plasma leak was noticed; however, it was used as is until weaning. The operation was finished successfully, and the patient was not harmed. There was no health hazard.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: n/a a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: clinical engineer g4: PMA/510(k): k130520 visual inspection of the actual sample (in the state as received at ashitaka factory) found no breakage or other anomaly was noticed in the appearance. An attempt was made to insufflate gas into the gas channel of the actual sample. An outflow of light red liquid was observed from gas-out side. The liquid that flowed out was confirmed with our protein test paper (uriace) and confirmed to contain protein. It was likely that the liquid was plasma components mixed with blood that had been adhered to the oxygenator during transport. The actual sample was cleaned and dried, and bovine blood (hb: 12 g/dl) was circulated through it for 6 hours at a flow rate of 7 l/min and a back pressure of 500 mmhg. As a result, no leakage was observed. The manufacturing history record and the shipping inspection record of the actual sample found no anomaly. No similar complaint was received. Based on the investigation result, it was confirmed that the plasma leakage had occurred in the actual sample. As a possible cause of the plasma leakage, based on our past experiences, the following factor was considered. However, it was not possible to clarify the cause of plasma leakage. It is possible that the blood properties changed due to some factor, leading to the production of a substance having surface-active properties. This could have disrupted the surface tension relationship between blood and gas that had been maintained in the micropores of the fiber surface. As a consequence, the oxygenator became susceptible to plasma leakage. Relevant instructions or use (IFU) reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir." Terumo medical products (tmp) (importer) registration no. (B)(4). Is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).